Manufacturer narrative:
Cec adjudicated the bleeding event as barc type 3c and the stroke as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: cec adjudicated the bleeding event as no event. Other ticked in section 2. Additional info: event term updated to intracranial hemorrhage. Event date updated to (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient was not taking dual antiplatelet therapy 24 hours prior to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx was implanted into the lad. Approx three weeks post index procedure, the patient suffered right frontal intracerebral hemorrhage. The patient is recovering. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as not related to the index device but possibly related to anti-platelet medication .